Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the DHR review. The device was received with both seals were intact. Very excellent condition 1.invalid syringe size found in error history log 2. Base hardware failure and battery time out found in ehl. Ehl attached to complaint as reference. 1. Syringe test and using biomed diagnostics performed calibration verification test. 2.power up test. Tests were unable to determine (syringe size verification small qc slug= 0.250 and large qc slug =1.263) 2. Unable to determine . Who caused the reported problem: 1. Unknown 2. Unknown. The manufacturer recalibrated size as preventive measure. 2.replaced interconnect board and battery. Performed power up process and device passed all the test.

Event description:
It was reported that device had intermittent issues detecting syringe size, base hardware failure, battery timeout. No patient injury reported.